Event description:
Information received by medtronic indicated that the customer received multiple alarms namely the error code of hardware low-level failures (pump error 63), hal software error detected (pump error 54) and the main arm cannot communicate with the motor arm (pump error 3). Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump did not pass the self-test. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked properly during testing. Unit passed displacement test. Pump error 63 noted during self test. Unit successfully downloaded to thus. Verified pump error 63 alarms (line number 367 file number 37) in the adapt tool fault main error log. On 02/20/2024 16:03:09.000 and 02/20/2024 16:05:48.000 in the fault error log for pump error 63 was verified. Per software engineer log it was determined that pump error 63 was generated due to the rf chip error. Suspecting the hw. Isolate to electronic assembly. Adapt tool also recorded pump error 54 and pump error 3 on 02/20/2024 03:22:30.000. Per software engineer log was due to a duplicate of the observation in row 161. Pump error 3 was a consequence of the pe54. This is the sw defect. It is caused by the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Unit was cut open for visual inspection of electronic assembly and no moisture damage found to the pcb1 board and pcb2 board. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at select button, battery tube threads - cracked, serial number label damage, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side. Alarm confirmed during analysis and triggered by pump error 63, pump error 54, and pump error 3. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.